Event description:
Discordant advia 1800 sodium results were obtained on a patient sample. Two results were reported to the physician. The patient sample was retested on an alternate system and the corrected results were reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument. After analysis of the instrument, the fse proactively replaced the dilution probe aspiration pump seals and performed ise calibration. The cause of the discordant sodium results is unknown. It was determined that the instrument was performing within specifications. No further evaluation of the device was required.